Event description:
Info received indicates the head of the bed is going up without the pt touching the controls.

Manufacturer narrative:
The technician found the pt remote was not being screwed down, causing the self run. The rental bed was replaced.